Manufacturer narrative:
The product was returned for analysis, and the reported complaint could not be confirmed. Company received loose in a plastic bag attached to a piece of rigid plastic. Solution is dried in the device. The plunger is fully advanced outside of the nozzle tip. Iol not returned. The device sent to vendor for further evaluation. Complaints were received for slow plunger advancement during activation. No observations or determination as to root cause of slow acting device was identified during forensic examination at the vendor site; however, the root cause is most likely due to partial gas leak resulting in less pressure driving the plunger. Although no gas release was reported in these cases, the failure mode aligns with previously investigated complaints where slow advancement and gas occurred together. No specific component or process step was confirmed, but timing correlation suggests the issue is linked to the vendor¿s assembly process. With the root cause still undetermined, no corrective action is proposed. As per the IFU, the lens should be inspected at the pause location prior to implantation. Based on the results from company product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the injector was released slowly. The procedure was completed on the same day with same lens. There was a patient contact. Additional information has been requested.